Manufacturer narrative:
Two dermacarrier units were returned for evaluation. Visual examination of one unit revealed that it exhibited indentations left from the cutter blade that are commensurate with expectations. Visual examination of the second unit revealed indentations that are parallel to the grooves/plateaus on the carrier. This pattern of indentations reflects a situation where the carrier was not inserted into the meshgraft ii device in the correct orientation. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
It was reported that the dermacarrier produced a graft which was bigger than expected. There was no report of injury or medical intervention associated with the incident.